Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed dashes (---) for base rate, sensor parameters, and refractories with the messaage that "one or more parameters are not confirmed. Device may be in hardware back up." Programming and a software download were unsuccessful. The patient was reportedly in sinus rhythm.